Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and loss of capture. At a routine follow-up appointment the lead was found to have fractured. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.